Event description:
I chose breast implants in (B)(6) 2009. Within 6 months a mass was found and attached itself to left implant. Around same time I developed skin rashes that was psoriasis (autoimmune). Over the course of the next 8yrs, increasing every year sinusitis, bronchitis, ear infections and then in 2017 I got mycoplasma and a reactive mono that left me feeling more exhaustion than I already had. Throughout 2018 I was having to take off work a lot because I was sick and exhausted. Went to immune dr, who after test came back as immune deficiency sent me to hematologist. My immune system is so depleted I can barely fight infection anymore. Looking back my last 9 years have been robbed of my health. I am now on fmla because I am now so weak I don't have much energy to accomplish day to day task. After doing a lot of research, I am 100% sure bii has caused this. I explanted (B)(6) in hopes to get my life back and pray to god it¿s not too late.